Event description:
The customer reported that vasoseal was used on 6/12 following a diagnostic catheterization procedure. Pt returned to hosp on 6/15 for an ultrasound, which revealed a pseudoaneurysm. Compression was unsuccessful. Pt went to surgery for repair of pseudoaneurysm.